Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was hospitalized for partial foot amputation and sepsis and didn¿t maintain a charge. The patient¿s battery was overdischarged. The rep reported that a physician mode recharge (pmr) was performed and successfully recovered. The rep reported that a 0x800 power on reset (por) code was cleared. The rep also reported that the patient¿s scooter tipped back on him while the battery was overdischarged. The rep reported that impedances showed electrode 0 was out of range. The rep reported that all other were fine, stimulation was turned back on and in the desired areas. The issue was resolved. No further complications were reported.